Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found showing sign of fluid ingression and scratched lens. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "showed lec 1260 code" was able to be duplicated. During investigation the pump was power up and displayed lec 1260. Simulated use testing was able to download event log and read out the pump error log but unable to run the pump. During further investigation, the pump was opened and the rtc clock battery connection appeared corroded and opposite side of the mp board had additional corrosion. According to the investigation, the 1260 error is storage_eprom_data_crc (corrupted data). Service will replace the pump mp board due to the observed corrosion. Visual inspection also found the front housing broken. Service will also replace the pump front housing and the front housing replacement will address the damaged screen with a new lcd and lens. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed 1260 at startup and then displayed error 1261. Screen damage was also reported. No adverse effects were reported.